Event description:
It was reported that the customer went to the emergency room (ER) due to inadvertently performing a load sequence while connected to the site and delivering more than 30 units of insulin. The customer's blood glucose level ranged from 108-109 mg/dl. Prior to going to the ER the customer consumed carbohydrates in attempt to address bg level. While in the ER, the customer was treated with intravenous saline and insulin. The customer as released from the ER approximately 8 hours later with no permanent damage and the reported issue resolved. Tandem technical support educated the customer to not be connected to the pump during the fill tubing process.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.